Manufacturer narrative:
H3: analysis found visually, the probe tip and tip protector were inserted into the handle when returned. The tip was bent distal to the base of the of the tip and the tip protector was also bent. Electrically, resistance of the entire assembly shall be less than 0.3 ohms, and the actual measurement was 3mohms which was in specification. The tip inserted into the handle with no issues. Functionally, the device was connected to a nim system using a 1.0ma stimulating current and 100v threshold and, while stimulating with a patient simulator, the system consistently returned 1.0ma and a waveform/event tone over 200v. There was no intermittent behavior while manipulating the tip, connector, or the wire. For further analysis, an x-ray was performed to observe the internal construction of the device and there were no open circuits or loose wiring in the handle or pin connector. A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was no out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that preoperatively, after unpacking when connecting to the machine, there was no response, there was no damage observed in probe when removed from package. No damage was noticed in the packaging. There was no patient involved.